Event description:
It was reported that the patient received transurethral needle ablation of the prostate in 2007, and since then he was experienced incontinence, loss of sexual sensation in his penis, and premature ejaculation. Further information is being requested at this time. The physician information was not provided.

Manufacturer narrative:
.